Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device energy select knob was found to be loose causing incorrect joule setting to be selected. When 200 joules was selected, the device charged to 150 joules. The complainant indicated that there was no patient involvement in the reported failure.